Event description:
It was reported to philips that the device battery does not recharge anymore and the green light keeps flashing on the system. There was no patient involvement.

Manufacturer narrative:
The device was evaluated, by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed. And the cause was traced to a faulty battery. Based on the conclusion of the evaluation. It was determined, that this was a malfunction of the battery. The customer ordered a replacement battery to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.